Event description:
Report received from (B)(6) stating that service was required for the device. During service excessive heat on device was noted. It is known that the device was not used in surgery. It is known that no injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).